Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical canada for evaluation. The customer's report was observed; however, after replacing the analog board and the digital board, the report was no longer seen. The root cause could not be established due to the inability to confirm which board caused the initial issue. The claim will be closed as observed but unable to verify. The customer declined the repair and the device was returned unrepaired and labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.